Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as "2017". Therefore, (B)(6) 2017 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from switzerland, this patient with a 11500a25 valve implanted in the aortic position, underwent a valve-in-valve procedure, after an implant duration of at least eight (8) years and two (2) months due to flail of the aortic coronary cusp. A 26mm transcatheter valve was implanted within the edwards surgical valve, with very good results.

Manufacturer narrative:
Information added/updated to section b5 and h6 (health effect - clinical code, device code, type of investigation, investigation findings, and investigations conclusions) corrected info h6 (device code and type of investigation: "1506 - product quality problem" and "4111 - communication/interviews" codes removed h11: additional manufacturer narrative: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from switzerland, this patient with a 11500a25 valve implanted in the aortic position, underwent a valve-in-valve procedure, after an implant duration of at least eight (8) years and two (2) months due to degeneration leading to flail of the aortic coronary cusp. The patient presented with dyspnea. A 26mm transcatheter valve was implanted within the edwards surgical valve, with very good results. The patient was discharged.